Manufacturer narrative:
(B)(4). Concomitant products: guide wire: treasure floppy. Guide catheter: destination. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The other omnilink elite referenced is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat a concentric de novo lesion located in the right common iliac that was non-tortuous and 75% stenosed and another located in the external iliac that was mildly calcified. An 8.0 x 39 mm omnilink elite vascular balloon-expandable stent system was advanced from the left femoral, attempting to implant in right iliac, however the balloon ruptured in the anatomy (reversed blow flow into the guide wire lumen). Another same size omnilink elite was advanced to left iliac, however the same issue occurred. Both devices were inflated once to 14 atmospheres when they ruptured with no issues noted during preparation. The devices were prepped according to the instructions for use. Two omnilink elite stents were implanted to successfully complete the procedure. There was no clinically significant delay in the procedure or adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Internal file number - 319902/1-1. (B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. A balloon rupture was not confirmed. However, a leak was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no indication of a lot specific product issue. The investigation was unable to determine a cause for the leak. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the previously filed medwatch report, additional clarification was received from the customer that the balloon did not rupture; however, during the first inflation at 14 atm the pressure of the inflation device's gauge dropped and reversed blood flow into the guide wire lumen.

Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. A balloon rupture was not confirmed. However, a leak was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no indication of a lot specific product issue. The investigation was unable to determine a cause for the leak. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.